Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, ripples, "created a tip underneath which is indicative or rupture", very wavy.

Event description:
Patient reported right side rupture, ripples, "created a tip underneath which is indicative or rupture", very wavy. The device remains implanted.